Event description:
As reported, during a bilateral inguinal hernia repair procedure, the surgeon used a bard/davol optifix straight fixation device (device #1) to fixate bard/davol 3dmax mesh. As reported, a broken fastener was deployed during the first attempt. The broken fastener was removed from the patient¿s body. A second optifix straight fixation (device #2) was opened, dry-fired outside the patient's body and deployed about 5 broken fasteners before deploying whole fasteners. As reported, the device was inserted into the patient and fixation was achieved by successfully deploying four fasteners, the case was completed using the second device. There was no reported patient injury. As reported, the surgeon is an experienced user of the optifix device and was not attempting to fixate into a hard structure.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed broken fasteners. The subject device has been discarded by the user facility. Based on the information available and without having the sample to evaluate, no conclusions can be made. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ a separate emdr has been submitted to represent the other device reported to have been used in this case. Should additional information be provided, a supplemental MDR will be submitted.